Event description:
A (B)(6) male pt called zoll customer support to report that his batteries weren't charging. The pt was issued a replacement battery charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (batteries not charging) has been confirmed. Upon investigation the charger's battery board contacts were damaged, which prevented the battery charger/modem from charging batteries. The root cause for the damaged battery contacts could not be positively identified, but the damage likely resulted from the battery being inserted into the charger with excessive force. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery does not function) was confirmed. As received, the connector was damaged. The cause of the inability to function properly is the damaged connector. The root cause of the damaged connector cannot be positively identified but is likely excessive force when inserting the battery into the charger. No adverse event resulted from the damaged battery board contacts. The pt received a replacement battery charger/modem. Device manufacture date: battery pack: 12/2011.